Event description:
Complainant alleged that during biomed testing, the associated defibrillator displayed a "check pads" message while using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "pads used" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation. The reported problem was observed and verified during the device logs and evaluation. The error will self clear when new pads are installed. The electrodes were scapped. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.